Manufacturer narrative:
Continuation of d10: product ID 8780 explanted: (B)(6) 2026 product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a company representative (rep) reporting that the catheter had been replaced by in january or early feb. And the problem was sorted. The medications noted in the pump were preservative free (pf) morphine and clonidine. Possible tissue in connection between pump and catheter blocking aspiration, but the catheter won¿t be returned.

Manufacturer narrative:
H6 correction: the patient code e2403 was previously indicated on the initial report in error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 8780, lot# unknown, product type: catheter h1. Update: regarding additional information received, the type of reportable event has been updated from previously being a reportable malfunction to now a reportable serious injury. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The patient was implanted with a synchromed ii 40 ml pump, and the implant date was (B)(6) 2025. It was indicated that there was no record in their file of catheter insertion as it had been a long time. Actions to resolve the patient¿s feeling of withdrawal included a performing a bolus which had no effect. A catheterogram was also attempted, but they were unable to aspirate through the catheter access port (cap) and the test was abandoned. Both magnetic resonance imaging (MRI) and xray (xr) did not show an issue. Pump aspiration and refill revealed the expected residual volume for the pump delivering treatment. The lot number 0228777167 regarding a model 8551 pump refill kit was provided. The plan was that after patient discussion, a neurosurgical replacement of catheter in entirety would be performed; however, the date to be determined. It was further reported that overall, so far as of (B)(6) 2026, the cause was not found and the problem was not resolved, although hopefully will be shortly. The pump would not be returned as it was currently implanted in the patient, but the healthcare provider would consider returning catheter to the manufacturer once explanted.

Manufacturer narrative:
Continuation of d10: product ID 8780. Product type; catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving an unknown drug of an unknown concentration at an unknown dose rate via an implantable pump. It was reported that the patient had a new pump implanted about 4 weeks ago and has had problems since. The date (B)(6) 2025 is considered and approximate date of event and pump implant date; specific year known only. The patient was to have magnetic resonance imaging (MRI) performed on (B)(6) 2025 to look for granuloma, and they were also to perform a catheter study on (B)(6) 2025. The healthcare provider was not planning to do anything to the pump prior to the MRI, but post scan, they intended to check it to see if there had been a pump stall. Additional information received from a healthcare provider via a company representative on 2025-dec-03 indicated that the pump had stalled during the MRI as expected, and the event logs reported the pump restarted shortly afterwards. The healthcare provider further reported on 2025-dec-05 that the MRI scan did not show any evidence of granuloma. There was resistance felt during drug aspiration via the catheter access port (cap). They were unable to aspirate drug or cerebrospinal fluid via the cap, so they could not flush the catheter to perform a contrast dye study. Aspirating through the cap was attempted multiple times. The patient was having intermittent symptoms. The patient experienced withdrawal symptoms and an issue with the catheter was expected. The healthcare pr ovider believed there was an intermittent obstruction to flow which was not triggering any alarm from the pump. They had not aspirated drug from the pump to check if the residual volume matched the estimated volume. They have also not altered the flow or stopped the pump, but a 10% bolus did not make any difference when tried a few weeks ago. They were considering having to open the patient up again to investigate if the catheter was patent or not and possibly replace the catheter. It was unknown if surgical intervention was planned. There were no known environmental/external/patient factors that may have led or contributed to the issue. The issue was not resolved as of 2025-dec-05. The patient's medical history, and age at the time of the event were unknown or would not be made available.